Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Prior to the watchman procedure, a light pericardial effusion was observed requiring a pericardiocentesis. Following closure of the left atrial appendage, the physician observed the effusion had grown. A cardiac tamponade was confirmed and a pericardiocentesis was performed to stabilize the patient.